Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had episodes of wide of complex ventricular tachycardia on (B)(6) 2020 at 7:00 and 6:39 and on (B)(6) 2020 at 2:40 and 9:05. Rhythm was not mentioned and no implantable cardioverter-defibrillator was reported. Patient experienced seizure like activity with severe fasciculation but was alert and oriented within 30 seconds. Patient only reported feeling light headed and then blacked out. Interrogation of device found 39 pulsatility index events between 23:55 and 09:03. Electroencephalography, computed tomography of head and neurological consultation were administered. The log file analysis captured few instances of lower flows with elevated pulsatility index. There are more pulsatility index events occurring as the event log file progresses. The equipment appears to be operating as intended and does not appear to be contributing to the patient¿s recent medical issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of ventricular tachycardia with convulsive syncope could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The evaluation of the submitted log files appeared to capture the pump functioning as intended above the low speed limit with no atypical alarms. A total of 71 pi events were observed throughout the approximately 4 days of controller event data. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists cardiac arrhythmia and neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the ventricular tachycardia (vt) with convulsive syncope was possibly related to a suction event as flow decreased from 5400 to 5300 4/720. The vt was possibly related to the device (suction event). Lvad speed was decreased, sildenafil was decreased, and amiodarone treatment was provided (bolus and oral). Neurology was consulted. It was noted that a head computed tomography (CT) and electroencephalography (eeg) were normal and the patient would be considered for an ICD implant. No additional information was provided.